Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing. The patient experienced competitive atrial pacing and automatic mode switch (ams), as well as discomfort due to an inappropriate shock resulting from misinterpretation of signals. Programming changes were discussed; however, no intervention was performed. The patient¿s status was unknown.